Event description:
On (B)(6) 2022, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient went home the same day and experienced abdominal pain that became severe. On 14 sep 2022, the patient went to the emergency department, a CT scan was done that showed the "stomach wall separated abdominal skin resulting air in the abdominal cavity." The patient had surgery to reposition the button/internal fixation plate resolving the air in the abdominal cavity. The peg and j tubing remained in place without issues. The patient stated she had not started titration.

Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.